Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via merlin.net transmission with episodes of non-sustained oversensing. Review of the session records revealed intermittent loss of ventricular capture. Bringing the patient into the clinic and reassessing capture thresholds was suggested. No further information is available.